Manufacturer narrative:
Section a1 - patient identifier: sids = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased architect tsh results for two patients. The samples were repeated and higher results were obtained. It was reported that error code 3000 (liquid level sense) and error code 3350 (aspiration error) were also generated on the architect tsh reagent. The following data was provided: (B)(6) 2023 sid (B)(6) tsh result = 0.0155 iu/ml; repeat result = 0.6473 iu/ml. (B)(6) 2023 sid (B)(6) tsh result = 0.0053 iu/ml; repeat result = 0.6473 iu/ml. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely decreased architect tsh results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, labeling review, and field data review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot indicates the reagent lot is performing as expected for this product. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with the lot number 54190ud00 and complaint issue. The overall performance of the architect tsh reagent was reviewed using field data from customers worldwide. The median population result for lot 54190ud00 is within established limits, indicating that the lot is performing acceptably in the field. A review of labeling was performed and found to sufficiently address the customer¿s issue. Based on our investigation, no systemic issue or deficiency was identified with the architect tsh reagent, lot number 54190ud00.

Event description:
The customer observed falsely decreased architect tsh results for two patients. The samples were repeated and higher results were obtained. It was reported that error code 3000 (liquid level sense) and error code 3350 (aspiration error) were also generated on the architect tsh reagent. The following data was provided: 25dec2023 sid (B)(6) tsh result = 0.0155 iu/ml; repeat result = 0.6473 iu/ml 25dec2023 sid (B)(6) tsh result = 0.0053 iu/ml; repeat result = 0.6473 iu/ml there was no impact to patient management reported.